Manufacturer narrative:
The onsite investigation revealed that the compressor mains inlet was defective and needed to be replaced. The compressor mains inlet is equipped with two power fuses, the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power; bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system; chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection; dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The compressor mini must be serviced at regular intervals by personnel trained and authorized by maquet. Any maintenance or service must be noted in a log book. Preventive maintenance must be performed as follows: maintenance at 5000 hours of operation or at least once a year (whichever comes first) when replacing filters. During this maintenance the mains inlet and fuses must be checked, and replaced if necessary. Extended maintenance at 8000 hours of operation when replacing filters, compressor tubing, shock absorbers and overhauling the compressor. The reported compressor unit was installed at the customer site in (B)(6) 2009. It is unknown when or if any of these maintenances have been performed, the cause of the reported issue cannot be determined by this investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor suddenly switched off. There was no patient harm. Manufacturer ref.#: (B)(4).